Event description:
Additional information was received. The patient with this device was contacted for further testing arrangements, however refused this further follow up and indicated will return to egypt within two weeks for follow up.

Event description:
Additional information was received. Further attempts to interrogate the device with troubleshooting techniques were unsuccessful. A device replacement will be performed within the next month.

Manufacturer narrative:
Upon receipt of the device to the post market quality assurance laboratory or additional information received, this event will be updated.

Event description:
Subsequently, a replacement procedure was performed. This device was removed, replaced and returned for analysis.

Event description:
Further interrogation efforts were performed. An electrocardiogram revealed the device was not performing biv pacing although it was programmed to biv pacing at implant. Ts thought maybe that there may be early battery depletion.

Event description:
Boston scientific received information that approximately two months post implant, during a follow up visit, this device could not be interrogated. It was thought this was due to a programmer technical issue, however the patient with this device was concerned their device was not functioning appropriately. The patient was discharged without a follow up performed. No adverse patient effects were reported. An additional follow up was performed. The programmer was changed and testing was performed in a different location. Similar results were obtained. A chest x-ray was performed verifying this device (cognis model p107 sn 123965) is implanted. An internal technical service consultant was contacted and provided the troubleshooting techniques for interrogation. It was thought this was due to environment or a programmer issue.

Manufacturer narrative:
The explanted device was sent to boston scientific for analysis. Engineers confirmed the returned product had no telemetry; however, additional testing was not performed due to pending litigation.

Manufacturer narrative:
According to available information, this device remains implanted and in service. When additional information becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.